Event description:
It was reported, the pt has been experiencing difficulty initiating communication with the ipg using the external devices. The pt informed she had not used and charged her system for almost a year. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories; 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.